Event description:
A malfunction on a pump was reported by a caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, which resolved the issue, as the malfunction did not recur. The customer was advised to continue using the pump.